Event description:
It was reported that the device had a faulty downstream occlusion (dso) sensor. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled and upstream occlusion seal was worn. Functional testing duplicated the reported issue. The investigation determined that a damaged downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced to correct the reported problem. Service history review identified the complaint was not related to a previous service of the device within the review period.